Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, no sensing and an elevated capture threshold were observed on the atrial lead. All other electrical parameters were stable and in range. The device was reprogrammed to ventricular only discrimination and the lead will be revised at a later date. The patient was stable with no adverse consequences.